Manufacturer narrative:
It was not possible for a leica representative(s) to assess the operation and function of the instrument involved in this event at the customer site because the instrument was no longer in routine use and had been removed from the laboratory by the customer as a histocore peloris 3 tissue processor had been purchased by the customer. Additionally, details of the tissue processing run(s) from which patient tissue samples exhibiting sub-optimal processing were derived and the instrument logs were not available to the manufacturer because the complainant declined to provide this information. The information available, which details "possible bottle pull", suggests that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error. Specifically, a user failed to complete manual replacement of the reagent in a bottle(s) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The details of the reagent bottle(s) involved and the date of replacement of the reagent(s) were not available because this was not provided by the complainant and could not be ascertained from the instrument logs, which were not available for manufacturer evaluation. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. The consequences of using reagent at a concentration less than the minimum required for the final dehydrating and/or clearing step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Accordingly, the quality of processing of patient tissue samples from a tissue processing run(s) executed following the use error would have been adversely impacted.

Event description:
On (B)(6)2023, the complainant reported the following to a leica biosystems representative "...they had experienced suboptimal processing...possible bottle pull, details have yet to be established". It was also communicated that information could not be shared. On (B)(6) 2023, the leica biosystems snr. Applications manager (fas) documented the following additional information regarding the circumstances of the complaint: "as far as we are aware at this stage, it is a bottle pull, but we do not have details as yet." On (B)(6) 2023, the leica applications technical team lead-core histology west (fas) visited the customer site to perform installation of an instrument. While on-site the fas attempted to assess the condition and function of the instrument and documented that: "...there were no peloris ii processors in sight. They had already been removed by the customer." The information provided detailed that these leica peloris ll tissue processors had been decommissioned in preparation for installation of replacement leica histocore peloris 3 tissue processors, which had been purchased by the customer. On (B)(6) 2023, the assigned leica field application specialist ii-core histology, west (fas) visited the customer site to provide applications support for an unrelated issue. While onsite the fas attempted to gain further information about the instrument removal and circumstances of the complaint and documented "...it was time to upgrade them and that they have been removed from the lab and are no longer in use. This was the only information I was given. Both peloris ii tissue processors were removed from the lab and are no longer in use. Logs could not be collected. No other information could be obtained as we were not allowed to ask any specific questions about the situation." On (B)(6) 2023, the leica snr. Applications manager-core histology west documented the following in relation the patient impact/outcome: "[customer]...will not share any more information." On (B)(6) 2023, the leica biosystems snr. Applications manager (fas) provided the following additional information regarding the circumstances of the complaint: "...maybe it was a bottle change..." As at (B)(6) 2023, leica biosystems melbourne has not received information as to either the final status of the patient tissue samples involved in this event or the patient impact/outcome. No adverse consequence(s) to a patient(s) has been reported to the manufacturer to date.